Event description:
It was reported that about one week post-implant, the patient heard an alarm from the device. It was noted that the lv (left ventricular) lead impedance alert had not been programmed off at the time of implant, despite the lv port being plugged at that time as no lv lead was immediately implanted. The alert was programmed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)